Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at his scs ipg pocket site accompanied by redness and heat. As a result, the patient received antibiotics and the scs ipg was explanted. As of (B)(6) 2016, the infection has resolved and the patient is doing well.